Event description:
A healthcare professional reported following implantation of intraocular lens, the haptic stuck so permanently to the optic that the patients zonules were ruptured while the surgeon was trying to try the haptic free. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).